Manufacturer narrative:
(B)(4). Date sent: 5/7/2021. D4: batch#: u40399. H6: component code: others (g07). H2: additional information received: the product did not compress enough and peeled off easily. Photo shows the clip detached from the tissue. The surgical procedure was a cholecystectomy. Clips came out of tissue after surgery and there was bleeding. In addition, a photo was received for review. During the visual analysis, the following was observed: the photo shows a portion of the device from the rotation knob area and a clip partially formed can be seen near of device, however, the condition of the jaws could not be assessed. Please note the instructions for use do contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. After firing, fully release the trigger." Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. See hands device analysis below. Investigation summary: the analysis results found that the er320 device was returned with no apparent damage and without the original packaging. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained and formed the remaining ten clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of clip formation, clip would not hold, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip miss-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp 'click' is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second 'click' should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿could not do enough closing¿? Describe the sharp of the clip? Was the issue noted interoperative? If yes, was it addressed interoperative and how? What was the surgical procedure? On what structure was the clips placed? How were the issues identified post-operatively? How was it determined the patient needed reoperation? What was performed in the re-operation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, "could not do enough closing. The operation was repeated."